Manufacturer narrative:
Product analysis: it was determined during analysis that the programmer¿s stylus was not functional. Analysis also noted that the de vice failed common mode/wrist electrode tests. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.